Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration iphone 12, ios 16.4.1, 2.8.1.6120 and successfully received high and low glucose alarm notifications. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (iphone, os 16.4.1, app version 2.8.1.6120). The sensor's low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided glucagon (2 times) by their spouse for treatment. The paramedics were then called and upon arriving, no additional treatment was provided as the customer was already feeling better. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (iphone, os 16.4.1). The sensor's low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was provided glucagon (2 times) by their spouse for treatment. The paramedics were then called and upon arriving, no additional treatment was provided as the customer was already feeling better. No further information was reported. There was no report of death or permanent impairment associated with this event.